Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier instrument was analyzed and was found to have grip input disk broken. Input disk 7 was found completely detach from the base of the housing and 6 was broken. Additionally, the instrument failed mechanical engagement when placed on the system. The instrument inputs failed to engage with the sterile adapter after multiple attempts. Although the instrument failed engagement after being placed on the system, there was no report of an engagement failure for this instrument during this procedure reported in the log. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. The issue occurred when the surgical tech could not close the jaws all the way prior to being inserted into the patient. Hem o lok weck clips were used for the procedure. A backup was used to resolve the issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the large clip applier instrument did not clip properly due to one of the rotating discs in the housing not engaging. The procedure was completed with no reported injury.